Manufacturer narrative:
Additional information: for clarification of previously submitted information. B5 treatment area specifically, b3 date observed, and concomitant product (applicators).

Event description:
Allergan aesthetics received a report of a patient treated the lower abdomen and flanks with coolsculpting on (B)(6) 2022 and (B)(6) 2023 using the cooladvantage coolcore applicator, cooladvantage+ coolcore applicator, and cooladvantage + coolcore applicator and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2022, and (B)(6) 2023 using the cooladvantage coolcore applicator and cooladvantage + coolcore applicator and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 8/8/2023. Continued d4 additional device info.: serial no.#: (B)(6), catalog #: sa16789, UDI#: (B)(4).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and bilateral flanks on (B)(6) of 2022 and (B)(6) 2023 using the cooladvantage coolcore applicator, cooladvantage+ coolcore applicator, and the cooladvantage, coolcurve+ system applicators, who developed paradoxical hyperplasia (ph) after treatment.